Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. D4: only di provided as lot number is plots. Possible lots 14640738 14741322 14502157.

Event description:
An event involving a 3" smallbore bifuse ext set w/t-connector, 2 clamps, rotating luer was reported that intravenous (IV) set was reported to have a crack, resulting in interruption of infusion. The connector was subsequently primed and replaced. There was patient involvement and no harm/adverse event reported.